Event description:
It was reported that there was leaking from a 'cook bakri postpartum balloon with rapid instillation components' device. The patient had a cesarean section delivery due to a 'scarred uterus'. After delivery of the fetal placenta, uterine atony was noted and the patient had ~500ml estimated blood loss. The user administered oxytocin, hemabate, and ergot. The user then placed the device transabdominally with oval forceps at ~1720; at ~1900 the patient reported bleeding and the user found the balloon had collapsed/deflated. The user attempted to inject ~50ml normal saline and leaking was noted from the catheter. The device was removed and the patient was treated with calcium gluconate and tranexamic acid intravenously to achieve hemostasis. The patient had an additional ~300ml estimated blood loss after the device use; resulting in a total estimated blood loss of ~800ml. The patient was hemodynamically stable and did not require transfusions. The device was not handled by or in the proximity of any metal tools other than the oval forceps used to place the device transabdominally. A section of the device did not remain inside the patient¿s body. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Customer occupation = unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Event description: it was reported that there was leaking from a 'cook bakri postpartum balloon with rapid instillation components' device. The patient had a cesarean section delivery due to a 'scarred uterus'. After delivery of the fetal placenta, uterine atony was noted and the patient had ~500ml estimated blood loss. The user administered oxytocin, hemabate, and ergot. The user then placed the device transabdominally with oval forceps at ~1720; at ~1900 the patient reported bleeding and the user found the balloon had collapsed/deflated. The user attempted to inject ~50ml normal saline and leaking was noted from the catheter. The device was removed and the patient was treated with calcium gluconate and tranexamic acid intravenously to achieve hemostasis. The patient had an additional ~300ml estimated blood loss after the device use; resulting in a total estimated blood loss of ~800ml. The patient was hemodynamically stable and did not require transfusions. The device was not handled by or in the proximity of any metal tools other than the oval forceps used to place the device transabdominally. A section of the device did not remain inside the patient¿s body. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation: a document based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures, as well as a visual inspection and functional test of the device were conducted. The complaint device was returned to cook for evaluation. Visual examination did not note any damage to the device. The device was function tested by inflating with water, and a leak was observed in the inflation line on the body of the catheter. A document-based investigation evaluation was performed. No related non-conformances were recorded. A database search did not identify any other events associated with the reported device lot. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed product labeling. The product IFU provides the following information to the user related to the reported failure mode: how supplied: "upon removal from the package, inspect the product to ensure no damage has occurred." Based on the information provided, inspection of the returned device, and the results of the investigation, cook concluded a definitive cause of the event could not be determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.